Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, an ophthalmic forceps cannot be opened after closing. Procedure details and patient impact have not been provided.

Manufacturer narrative:
Additional information was provided in sections d.9, e.1 ,h.3 h.6 and h.11. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there is no additional complaints associated with it. The investigation is completed based on the sample evaluation outlined below. The sample was received in its inner and outer blister, covered with the tyvek lid foil showing the lot information. The sample shows no macroscopic signs of damage and exhibits no evident signs of surgery residues. The sample was provided in a closed state, even though it was not actuated. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The visual inspection showed no abnormalities such as deformation or other defects on the sample. The sample was then functionally tested and it was noticed that the forceps gets stuck in a closed position, while the actuation mechanism itself is still in working condition. The forceps can only get opened again by manually pushing down the metal shaft, indicating that the bonding connection between the shaft and stiffening sleeve got broken. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the connection failure cannot be determined. No root cause for the customers reported event could be determined, since the situation that lead to the instrument failure cannot be reconstructed. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).